Event description:
The notification received from the study indicated that, prior to the procedure, the first angioguard was prepped too early and was used. During the pta procedure with an angioguard embolic protection device and precise stent, there was difficulty advancing the capture sheath due to the patient's tortuous anatomy and difficulty maneuvering his neck. During attempts to remove the filter basket, it migrated, was caught in the stent and became deformed. The filter could not be removed despite several attempts. Embolic dislodgement might have possibly occurred. The patient experienced neurological deficits diagnosed as an ischemic stroke. The filter wire remained in the patient. Two days later, the patient had an endarectomy, but neurological deficits remained.

Manufacturer narrative:
The notification received from the study indicated that prior to the procedure, the first angioguard was prepped too early and was used. During the pta procedure with an angioguard embolic protection device and precise stent, there was difficulty advancing the capture sheath due to the patient's tortuous anatomy and difficulty maneuvering his neck. During attempts to remove the filter basket, it migrated, was caught in the stent and became deformed. The filter could not be removed despite several attempts. Embolic dislodgement might have possibly occurred. The patient experienced neurological deficits diagnosed as an ischemic stroke. The filter wire remained in the patient. Two days later, the patient had an endarterectomy, but neurological deficits remained. During the patient's hospital course, the patient was elevated and worked up for gastrointestinal bleed. The patient found to have major ulcers identified in the stomach. CT performed immediately after the procedure revealed a huge hiatal hernia in which the majority of the patient's stomach was located in the patient's chest. A male patient enrolled in the study in 2009 with medical history including hyperlipidemia, abdominal stress test, CABG, coronary artery disease, coronary percutaneous revascularization, hypertension (systolic>140, or diastolic>90, or requiring medication). High risk factors included high cervical ica lesions or cca lesions below the clavicle and age>75. The patient was asymptomatic at the time of intervention. Hospital stroke scale score was 0. Pta was performed on an 81% occluded lesion in ostium or the right internal carotid of 30mm in length in a 3.0mm vessel diameter with severe vessel tortuosity. The lesion was eccentric, ulcerated and mildly calcified. The lesion was pre-dilated and a 5mm medium support angioguard embolic protection device was successfully deployed. There were no air bubbles present and no dissection noted. An 8x40mm precise rx stent was successfully deployed. There was difficulty advancing the capture sheath around the patient's neck due to the tortuous anatomy. The angioguard initially appeared to be opposed up to the vessel wall. The capture sheath could not be advanced until the marker band lined up with the proximal filter basket marker and the user was unable to recover the filter as the filter became engaged within the stent at that time. The filter sheath encountered some resistance at the proximal portion of the stent which resulted in the filter migrating proximally. There was deformation of the filter during the procedure, once it became engaged inside the stent. Some force was required in order to advance the recovery catheter through this stented segment. Initially the filter was distal enough from the lesion. However, the patient did have a high takeoff of the internal carotid artery approximately at the c-2, c-3 level. The filter could not be retrieved with a snare of the angioguard filter recovery catheter and embolic debris was noted at that time. An ev3 spider recovery catheter was attempted but was unsuccessful. Balloon dilatation was performed and the filter could not be retrieved. A 4mm amplide snare was engaged and the filter was pulled down. However, the filter became engaged in the upper end of the stent and became mashed with that of the stent itself. Possible embolic dislodgement occurred during the course of events, but no definite embolic debris was seen on the completion angiogram of the anterior and middle cerebral arteries of the right side. However, the patient began to experience neurological deficits with weakness of the left arm, difficulty speaking and anxiousness. At the same time, the patient began to vomit blood. This required suctioning as well as monitoring the patient's airways to avoid aspiration. It was determined that it was too risky to take the patient to surgery for endarterectomy. Hence, decision was made to collapse the filter lodged within the stent. Re-dilatation was performed with a 2.5mm balloon followed with a 3mm cornie balloon. This allowed the advancement of a balloon-mounted system and a 4x28mm mini vision stent was then deployed and crushed the filter against the stent located in the carotid artery. This left the filter wire that could be seen extending from the patient's carotid artery through the carotid thoracic aorta abdominal aorta exiting from the patient's right common femoral artery. The long 6 french sheath was then removed over the use of the buddy 14 wire, which was placed in the patient's pelvic system and aorta in addition with that of the 014 characteristics of the filter wire. Once the short 6 sheath was placed, the buddy wire was then removed. Once the patient was stabilized two days later, the patient underwent a common carotid cut down. Total occlusion time was 6 minutes. The filter wire was cut as it approached the carotid stent as well as the distal portion of the filter wire, which could be seen on his access . During the post-op from the endarterectomy, the patient continued to improve, became more alert, and oriented x3. No deficit was noted in his speech and motion improved on his left arm. However, the patient had residual deficit involving the left hand and wrist. He was discharged to a rehab facility. The final target lesion stenosis was 10%. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the information available, it appears that the difficulty experienced by the customer may have been related to procedural factors, vessel characteristics and/or user handling. This is one of two devices associated with the reported event that was submitted under the following manufacturing number 1016427-2009-00216.